Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that that there was an issue with the integrity of a foley catheter used that morning 2.3/25. 16f bard surestep foley ref # (B)(4). There was no obvious issue upon opening the package and initial assessment. When the certified registered nurse anesthetist went to tip the urimiter for measurement, urine began spilling out of the top part of the bag, after close/thorough inspection, there was a noted hole/ tear in the bag. Doctor of medicine was made aware, and foley catheter was to be replaced in the patient post procedure. After additional inspection once the catheter was removed from the patient and comparing it to the replacement catheter, they noticed there was a circle hole in the upper right corner of the bag the new foley had a square white backing inside the bag, blocking the hole that appeared to be missed from the leaking bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: d, f, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that that there was an issue with the integrity of a foley catheter used that morning 2.3/25. 16f bard surestep foley ref # (B)(4). There was no obvious issue upon opening the package and initial assessment. When the certified registered nurse anesthetist went to tip the urimiter for measurement, urine began spilling out of the top part of the bag, after close/thorough inspection, there was a noted hole/ tear in the bag. Doctor of medicine was made aware, and foley catheter was to be replaced in the patient post procedure. After additional inspection once the catheter was removed from the patient and comparing it to the replacement catheter, they noticed there was a circle hole in the upper right corner of the bag the new foley had a square white backing inside the bag, blocking the hole that appeared to be missed from the leaking bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that that there was an issue with the integrity of a foley catheter used that morning (B)(6) 2025. 16f bard surestep foley ref (B)(4). There was no obvious issue upon opening the package and initial assessment. When the certified registered nurse anesthetist went to tip the urometer for measurement, urine began spilling out of the top part of the bag. After close and thorough inspection, there was a noted hole or tear in the bag. The doctor was made aware, and foley catheter was to be replaced in the patient post procedure. After additional inspection once the catheter was removed from the patient and comparing it to the replacement catheter, they noticed there was a circle hole in the upper right corner of the bag the new foley had a square white backing inside the bag, blocking the hole that appeared to be missed from the leaking bag.